Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was changing his set up on his insulin pump when he got a compromised force sensor system alarm during prime. Customer stated that his blood glucose level feels high. Customer does have injections and will treat. Customer was advised to disconnect from the pump. Customer stated that the drive support cap is sticking out. It was explained that the possible cause of the alarm was during searing, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to revert to back-up plan.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.